Manufacturer narrative:
Correction: please retract this report 2017865-2023-04933 as there was no infection identified.

Event description:
Related manufacturer reference number: 2017865-2023-04932, 2017865-2023-04934. It was reported that the patient presented to the clinic with pocket infection. Wound dehiscence was noted at the incision site. The pacemaker, right atrial lead and right ventricular lead were explanted. A new leadless pacemaker was implanted on the same day. The patient was in stable condition throughout the procedure.